Event description:
It was reported that a piece of the ca040 clip applier jaw broke off during a procedure and fell into the patient. The piece was not removed from the patient. No patient injury or complication was reported.